Manufacturer narrative:
The lot history record was reviewed for starburst xl 10cm with attached cable for pre-production sealer quality verification, particulate, undamaged product, correcting packaging, seal quality and post-production sealer quality verification. This product is 100 percent inspected for packaging and sealing prior to shipment to the customer. Nothing was found to have contributed tot he reported event. At this time, angiodyamics has deemed these process controls adequate to detect this failure mode. The instructions for use, ((B)(4)) which is supplied to the user with this catalog number, contains the following statements: "inspect product packaging. If sterile barrier is compromised, do not use." An investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported on (B)(6) 013 by the user facility procurement agent, "when receiving in order they noticed seal on this package was broken". Angiodynamics has requested the product be returned for evaluation. The device was set aside and not used on the pt. No harm or injury was reported to the pt due to this product problem. Product problem was noted prior to the procedure.